Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-00029. It was reported that patient presented remotely via merlin.net with noise over-sensing from their right ventricular lead on (B)(6) 2020. The right ventricular lead was explanted and replaced on (B)(6) 2021. The patient's implantable cardioverter defibrillator was also prophylactically explanted due to advisory and elective replacement indicator. No patient symptoms were reported. Patient was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.